Event description:
Account states they are getting co2 results that are in the 40's and 50's that repeat as normal. The incorrect results were not reported. The field service representative found the instrument had a bad valve and repaired it by replacing the valve.